Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable ise sodium electrode results for 1 patient sample on a cobas pro ise analytical unit. The initial result was 148 mmol/l. The repeated result was 140 mmol/l. The sample was repeated because the initial result did not match the patient's clinical picture. The repeated result was obtained on another module and was believed to be correct.

Manufacturer narrative:
The customer cancelled a service visit. The customer primed the reagents, performed air purges, and performed maintenance. The sodium qc was acceptable. The investigation did not determine a specific root cause, but did determine that the issue was resolved by the customer's actions.